Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported on a hospital procedure form that placement difficulty was experienced during the implant procedure for this right ventricular (rv) lead. It was noted that seven attempts were made before the lead was successfully implanted. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. Two years later the patient contacted boston scientific and reported that after the lead was implanted, it had moved half a millimeter, resulting in the hospital calling a "code blue". The patient reported that the hospital waited three days, then went in for a lead revision. The lead was repositioned successfully and remains implanted and in service. The patient did not provide further details of their symptoms when the lead was dislodged.